Manufacturer narrative:
Findings: pump received with normal operating currents and the self-test, displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery tests. No external ram crc error alarm noted. Pump alarmed unexpected restart and memory settings reset after battery change due to c13/lb voltage leak. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer checked the alarm history and found 2 unexpected restart alarms and 2 external ram crc error alarms. Customer stated the alarm is recurring during normal use. The customer was advised the pump will need to be replaced. The customer was advised to monitor the pump and may continue to wear the pump until replacement arrives.